Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro field rep evaluated the machine and found all pumps and scales accurate and stable. A simulated run did not duplicate reported condition. Additionally, the screen went blank during the svc call. The gambro field rep reseated the video connections. Gambro renal prods has rec'd the downloaded machine data files, and requested the work order and add'l info relating to this incident. Further investigation is being conducted by the MFR. We will provide a report on completion of the investigation.